Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was unable to be confirmed. An event log at the time of the inoperative occurrence was analyzed and it was established that writing of the event log had been performed improperly. From these results, the reported complaint was considered to have been caused because an abnormality had occurred in data processing of the inside at the time of the phenomenon. The device's main board needs to be replaced to address the issue. The quotation was submitted three months ago but the customer replied nothing. Therefore, the device was returned unrepaired. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.